Event description:
The patient has an advanced bionics cochlear implant behind her right ear. Her personal doctor has done blood test, physicals and cat scans. She has been having these headaches that were coming and going. The processor was replaced 2 years ago with a harmony. About 2 months later she began to have aches at the implant site that were coming and going. She was taking tylenol, aleve, advil and b c powder like candy and wasn't working. She went to the doctor repeatedly with no avail. The doctors put her on the pain medicine: hydrocodone. About 6 months ago the headache came and did not go away. She was on the prescription meds. But still in pain. She was limited to the couch and not able to get comfortable in a chair or even the bed. She went back and forth to the surgeon and primary care doctor who sent her back. Then her surgeon dropped her until it quit totally. And he left her in pain. The pain has now begun to cause severe pain and pinching in her ear. It is causing dizziness, insomnia, light sensitivity, blurred vision, hasn't eaten a meal in 4 weeks and is not even able to hold water most times, severe dehydration, and balance is off. She can't hardly walk. Dates of use: (B)(6) 1999 - (B)(6) 2011.